Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device; therefore, not explanted. Section e1 - (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an error with codes 160 gas enforced infusion low and 161 gas enforced infusion high. Through follow-up, we learned that the error occurred at the end of the surgical procedure, and no patient injuries were reported. No additional information was received. 160-gfi pressure low,161-gfi pressure high.